Event description:
It was reported that the patient has been on therapy for around 48 hours, but in the last day they had issues with patient temperature (pt) reading in an arctic sun device. They did not correlate with other temperature output or swan. Patient temperature (pt) reading 22c, but patient was febrile and showing much higher temperature on other outputs. Changed out esophageal probe and device correlated for about an hour but dropped again drastically. Had flex cable and patient temperature (pt) jumped almost 10 degrees. Advised to contact biomed for replacement cable. Swap out cable and call back if any additional issues. Nurse swapped out cable temperature in cable to device and device registered correct temperature for about 30 minutes and then dropped drastically. Still not correlating to other temperatures. They have already changed probe and cable, but issue continues. Advised to swap out to alternate device and send this one to biomed for evaluation.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Still not correlating to other temperatures. They have already changed probe and cable, but issue continues. Advised to swap out to alternate device and send this one to biomed for evaluation. Additional information will be added to the record if and when additional information has been received. Fmea ra2800028 rev 16 was reviewed for this investigation. The reported event is addressed in step #d125. Based on this review the risk is within the expected range. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient has been on therapy for around 48 hours, but in the last day they had issues with patient temperature (pt) reading in an arctic sun device. They did not correlate with other temperature output or swan. Patient temperature (pt) reading 22c, but patient was febrile and showing much higher temperature on other outputs. Changed out esophageal probe and device correlated for about an hour but dropped again drastically. Had flex cable and patient temperature (pt) jumped almost 10 degrees. Advised to contact biomed for replacement cable. Swap out cable and call back if any additional issues. Nurse swapped out cable temperature in cable to device and device registered correct temperature for about 30 minutes and then dropped drastically. Still not correlating to other temperatures. They have already changed probe and cable, but issue continues. Advised to swap out to alternate device and send this one to biomed for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.